Event description:
Customer reported this set allowing flow that is faster than what they set it for, and "leaking at center opening." Stated that when connected to the drug and turned off, the set continues to drip. There was no pt harm and no medical intervention was required. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the eval is pending. A follow up report will be submitted once the eval has been completed.